Event description:
It was reported that the ptca was to treat the a. Radialis. Following predilation, the vision stent was advanced; however, the stent dislodged in the ostium of the rca. The stent was retrieved with a dilatation balloon catheter and was removed from the patient. Another vision stent was successfully deployed at the lesion.